Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The subject device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A technician was on site and repaired the device. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power switch was stuck and did not work due to power switch failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor, has a defective switch. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the power switch defective device is permanently switched on was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.